Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device into her uterus") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy to remove the essure device.). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the device dislocation was resolving. The reporter considered device dislocation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.